Event description:
Patient's femoral fracture was being treated with antegrade femoral nail via piriformis fossa. The cannulated awl was used to access the entry site. The surgeon was unable to establish a good entry point with the awl, possibly due to patient size, muscle and patient positioning on the table. The surgeon decided to use a lateral entry femoral nail. Prior to insertion of the lateral entry femoral nail, a broken awl tip was discovered in the patient. Surgeon used several different instruments to retrieve the broken tip. Fluoroscopy was utilized to find and grab the tip. After several attempts, surgeon was unable to retrieve tip and left it in the patient and completed the procedure.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number.